Event description:
It was reported that ¿my stimulator is not working at all.¿ the patient clarified, ¿ok what I meant not working, it means doesn¿t cut on.¿ the patient was asked so the implantable neurostimulator (ins) is not turning on, she responded ¿that means not working. The reason I¿m in so much pain, this cannot be a long conversation because with pain comes so many different types of things.¿ the recharger and patient programmer (pp) were not communicating with the ins, ¿I¿ve had this a while and I know how it works. Nothing is working.¿ the patient was in bed and she can¿t walk or get up. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Information from the consumer reported that the device never worked, and that it was not functioning for 2 years before it was explanted. It never helped treat her symptoms as the doctor and representative promised it would; the device did not function as they said it would, and the device did not work to treat their symptoms. The neurostimulator was for treatment of post lumbar laminectomy syndrome and spinal pain. The patient was very disappointed. The device was explanted on (B)(6) 2015. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
A few weeks later the patient reported that she just contacted her doctor on getting an appointment to get it removed, system removed. After a year or so the patient noticed her stimulator was set to help her sciatic nerve. The ins does not take care of other things that are wrong and now the patient has other medicine for pain from the other things that are wrong that is greater than her stimulator. The patient thought it would relieve and mellow out the other pain but the other pain has increased and sciatic pain has subsided. This is the first time since 2005 that the patient has been on narcotics, she does not want to be a pill person; narcotics were started two weeks ago. The patient had the narcotics in and out of surgery when the device was put in, "so I detoxed from all that." It was noted that the patient's summers are great but the winters are really bad. The patient is getting older and she has to accept she will be in pain in winter, winter is the worst time of year. If the patient has to take a light narcotic in the winter that is okay because she is getting older. The patient is getting the pain stimulation removed because it is causing more pain with than without. The patient has done therapy, walking, exercising, and losing weight. The leads were causing irritation which started approximately a year ago.